Event description:
It was reported the intra-aortic balloon pump (iabp) alarmed high baseline & helium errors while on patient. As a result, another pump was used. There was no report of patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp alarm: high baseline is not able to be confirmed. A teleflex field service engineer serviced the pump and could not duplicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) alarmed high baseline and helium errors while on patient. As a result, another pump was used. There was no report of patient complications.